Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a 6f long guidezilla ii guide extension catheter. The device was bloody. The hypotube, collar, distal shaft and tip were microscopically and visually inspected. Inspection revealed collar damage (bent out of shape) and a partial separation at the collar. Inspection of the remaining portion of the device found no other damage or irregularities. No other issues noted.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that there was difficulty advancing. Vascular access was to the target lesion in the external iliac artery was obtained by brachial approach. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the balloon had difficulty crossing the lesion. It was attempted to strengthen the back-up by inserting this guidezilla device. However, when guidezilla was being inserted, it was unable to pass the tortuosity in the common iliac artery. Difficulty was noted in delivering to the area right before the lesion. The procedure was completed with a non-bsc device. No patient complications were reported. However, device analysis revealed a partial separation at the collar.